Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with small patches of epi ingrowth, itching and dryness in the right eye, at the one day postoperative visit. An oral steroid was prescribed. Add'l info has been requested. Another report was filed for the left eye.